Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion third party service technician was able to verify the customer's reported issue. Bench testing revealed a faulty power board. The service technician replaced the power board and the reported issue was resolved. Unit passed all testing and met all carefusion manufacturer specifications.

Event description:
It was reported to carefusion that model lap top ventilator 1150 was alarming reset. At this time, it is unknown if there was any patient involvement associated with the reported malfunction.